Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the patient developed redness and itching to the peristomal skin under the skin barrier. The redness first appeared approximately 3 months ago. Initially, the patient attempted to treat the skin with over-the-counter calamine lotion, however, the redness has persisted. After an examination by a health care professional, the patient was given a prescription for antifungal powder (unknown name) to apply to the area. No improvement was noted. The end user was seen a second time by a health care professional and it was determined the patient had a reaction to the tape collar of the skin barrier. No further intervention was required.